Event description:
The hcp reported the pt had been experiencing spasm. A cerebrospinal fluid leak and infection was reported. The pt was treated with oral baclofen and IV antibiotics. The device was explanted. The pt outcome was reported as "on oral meds and IV antibiotics".